Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. Three hours following a successful pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter, the patient's blood pressure dropped. An echocardiogram was ordered, and a pericardial effusion (less than 2cm) was observed. The patient was taken to the operation room (or) to drain the effusion and 700 ml of liquid was drained from the patient. The patient was expected to fully recover from the event. The device was used off label to complete a posterior wall ablation. The device is not expected to return as it was disposed.